Event description:
It was reported that during a surgical procedure the physician explanted and replaced the lead due to it causing additional increased pain. Therapy restored. Related manufacturer reference number: 1627487-2023-00242, 1627487-2023-00219.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.